Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot:10240938). There were no issues reported during preparation which was performed by experienced nurse staff. After first attempt at the deployment, the valve was attempted to be re-sheathed however, approximately 0.5 cm of the valve could not be re-sheathed. The flexnav and valve were safely removed from the patient. A replacement 29mm navitor and large flexnav delivery system were used to complete the procedure. There were no patient consequences or clinically significant delay. The patient was reported to be stable.

Manufacturer narrative:
An event of retraction problem could not be confirmed. The device was returned to abbott for investigation and a slight bent was noted at the inner shaft; however, the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.